Manufacturer narrative:
(B)(4).

Event description:
It was reported the anchor broke during insertion. A backup device was readily available. There were no delays or patient injuries reported.

Event description:
It was reported the anchor broke during insertion. All components of the anchor were removed. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
The reported multifix s device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the anchor broke during insertion. The reported multifix s device was received undeployed; however, the distal end of the die and the anchor body were broken off. The returned anchor body was inspected under magnification and the distal end of the die was still threaded inside. Based on our visual evaluation, customers complaint was confirmed as the die and implant body were found broken off. Based on the breakage and deformed anchor body, it appears as if the break was off angle. Root cause based on our visual inspection is due to the device being inserted off angle. Incorrect alignment of the implant and inserter handle with the bone hole during pound in can result in damage to the device. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.